Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Event description:
New information noted that no intervention was performed. Patient condition was stable.